Manufacturer narrative:
Patient weight and ethnicity: information unknown/not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the patient has bilateral implants. A synergy intraocular lens (iol) in the left (os) eye and a non-johnson & johnson lens (panoptix) in the right (od) eye. The patient complained of halos with oncoming traffic, poor vision, and blurry vision in the left eye. Patient also stated that the left eye has more rings than the right eye and glows larger in the left eye. Patient is "more sensitive" to glare in the left eye. Since the patient was happy with the panotix lens, the lens in the left eye was explanted and the patient is happy with the panoptix, non-johnson & johnson replacement lens. There was no patient injury, no vitrectomy, and the patient left surgery without complications. No further information was provided.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes returned to manufacturer on: mar. 25, 2022. Section h3. Device evaluated manufacturer? Yes device evaluation: visual inspection under magnification revealed that the lens was cut in half. The lens was cleaned, and no further issues were observed. No issues related to or could have contributed to visual issues were observed. Based on the returned condition of the lens (cut in half) no further product evaluation could be performed. The complaint issue reported could not be confirmed and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.